Event description:
It was reported that the head trials have scratches and need to be replaced, the inserter handle does not thread together smoothly, and the t-handle has a crack in the plastic. The reason for defection is unknown. The event did not happen during surgery. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirm the reported allegation. The threaded portion of the device was found heavily stripped. Based on the damage of the device, it is reasonable that the observed condition prevents the device from holding its mating device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3

Event description:
Additional information received: a. Were there any pieces broken off from the t-handle? If yes, did it break into 2 or more pieces? The t-handle broke into three separate pieces. B. What was the exact allegation against the stem inserter? Was it worn, cracked, broken into pieces, bent, stripped, cross-threaded, or any device interaction? The middle threads of the stem inserter are cross-threaded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.